Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system had noise occurred with black screen and system freeze after surgery. The system initially failed to reboot. Following the disconnection of the power strip and the subsequent direct connection of the unit to the wall outlet, the system started up without issue. The details of the procedure type was not reported. No patient impact was reported. Additional information has been requested, but none received till date.